Event description:
The gateway pta dilatation catheter had a pinhole on the balloon prior to use. Exchanged to another balloon and the physician was able to use it without any problems. No patient complications occurred.